Event description:
The patient's sister reported that on (B) (6) 2009 e3 (automatic off) error was displayed on the patient's infusion device at 2:32 am. At 3:56 am, the patient bolused 24 units of insulin through the infusion device and at 4:04 am, she bolused 25 units of insulin through the infusion device. The patient's sister confirmed this information in the alarm and bolus history of the infusion device. At 9:30 am, the patient was found by a friend unconscious and he called for an ambulance. The patient was taken to the hospital and was in the intensive care unit at the time of the report. No further information is available.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.